Manufacturer narrative:
(B)(4). All available information was investigated and the reported delivery catheter (dc) shaft bend resulting in difficulty positioning the device were confirmed as the dc shaft was difficult to position due to observed actuator mandrel bend and subsequent dc shaft bend. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the reported dc shaft bend resulting in difficulty positioning the device appears to be related to the observed bent actuator mandrel; however, a definitive cause for the bent actuator mandrel in this case could not be determined. Additionally, a definitive cause for the observed scratched actuator coupler in this incident could not be determined. Based on the information received, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as the delivery catheter was bending during patient use. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4+. The clip delivery system (cds) was advanced to the left atrium. While steering down in the ventricle and aligning perpendicular to the mitral valve, the delivery catheter (dc) shaft was bowing. As troubleshooting, the stabilizer position was changed and the guide was manipulated using the anterior/posterior knob, however, the bowing continued. The cds was removed and another cds was used in replacement without any further issue. Two mitraclips were implanted without issue, reducing the mr to grade 1. Great outcomes were reported and the patient is doing well. There were no adverse patient effects and there was no clinically significant delay reported. There was no additional information provided regarding this issue.